Event description:
It is reported that while the ventilator was connected to a pt, two technical error codes indicating communications disruption and disabled valves were generated and ventilation stopped. There was no pt injury.